Event description:
It was reported that the device had reached 2.61 volts, however recommended replacement time (rrt) notification had not yet triggered. In addition, far field r-wave (ffrw) was observed with the right atrial (ra) lead. It was later revealed that reprogramming was performed for the ra lead. The lead remains in use, and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.